Event description:
The customer called for help with this contour meter. He performed control tests while troubleshooting and received results of 311 and 301 mg/dl. The normal control range was 111-153 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.